Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hst iii system (3.8mm) loading seal was released without being seated in the delivery system, and the operation was completed by using another h/s. The operation was completed without any other events for the patient.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 09/22/2022. An investigation was conducted on 11/16/2022. A visual inspection was conducted. The delivery device was returned inside the loading device with the white plunger fully depressed. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was removed from the loading device with no physical or visual difficulties observed. Blood was also observed on the delivery device tube. The seal and tension spring assembly were not returned for evaluation. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduced into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 25162814 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.